Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: "at a glance or with a magnifying glass, circumferential stains can be seen on the body of the needle, its surface is not uniform to the touch, irregularities can be felt which causes the finish of the entire surface to be uneven".

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported while using bd insyte¿, peripheral IV cannula, bd vialon¿ bio material foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: "at a glance or with a magnifying glass, circumferential stains can be seen on the body of the needle, its surface is not uniform to the touch, irregularities can be felt which causes the finish of the entire surface to be uneven".